Manufacturer narrative:
Event is not related to the use of the product. Operator got injured by a broken vial, which brokes during the centrifugation as per routine process. No clinical consequences. Alba biosicence reference number of this file is (B)(4).

Event description:
On (B)(6) 2024, an operator was injured when removing vial 2 of the qc set from the centrifuge. The tube broke injuring the operator's hand. The operator was wearing gloves and did seek medical attention, flushing the wound, bandaging and sought prophylactic treatment against infectious diseases.